Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. Based on the information reported through the research article, a conclusive cause for the reported difficult to insert into the anatomy and failure to fire the needles could not be determined. Additionally, a definitive cause for the reported patient effect of pain, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 1142 was removed.

Manufacturer narrative:
Date of event estimated. The device location was not provided. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Literature article title: "a new device for percutaneous suture-mediated closure of arterial puncture sites using exteriorized needles: initial experience."

Event description:
It was reported through a research article identifying a techstar device that may be related to the painful introduction of the of the barrel, insufficient advancement of the barrel and a release of the needles not quite inside the vascular lumen, which would require additional unspecified medical intervention. Specific patient information is documented as unknown. Details are listed in the article, titled "a new device for percutaneous suture-mediated closure of arterial puncture sites using exteriorized needles: initial experience."